Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted with resetting the pump by technical support, and since the malfunction did not recur, it was advised to continue using the pump. Customer was instructed to call back if the malfunction code reappears and confirmed their understanding of the instructions.